Event description:
It was reported that the patient experienced distal meatus perforation with their inflatable penile prosthesis. The device was removed. A 100ml reservoir, pump, and 12cm x 12mm cylinder were implanted at a later date. The patient was doing well. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.